Manufacturer narrative:
Additional information received; there was nothing noted on the reliant balloon on inspection and it was fully deflated prior to insertion. The was no noted patient anatomy that may have constricted the sheath and a non mdt guidewire was used. The reliant loaded normally onto it. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A reliant balloon was intended to be used in a evar procedure. It was reported the reliant was attempted to be inserted through a 16f non-medtronic sheath but it was not possible. Therefore, a balloon from a different company was used. The cause was not identified per the physician.